Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they visited emergency room due to low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 48 mg/dl at the time of incident. The customer¿s current blood glucose value was 42 mg/dl. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose value with food and glucagon. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.